Event description:
Device history record was reviewed and an internal CAPA was found related to the reported event. A separation of certain components has already been organised, but the investigation into error 51 is still in progress. Device log was reviewed, no error or issue linked to the reported event was found (no error 51 for speaker nor 52 for buzzer). The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, changing the speaker solved the problem and quality control has been passed. The speaker fexible was found to be defective and was sent back to brézins for further investigation, however upon analysis the speaker was found functional and within specifications. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device. According to provided photos, the failed test is the buzzer test and not the speaker test. Neither error was found during log analysis. Without proof or reproduction, this complaint is considered not valid for the event declared. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid . For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: during preventive maintenance, a device which still within warranty was found defective speaker. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.